Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 252 (mg/dl). Reportedly, customer had temporarily discontinued use of the pump earlier in the day to shower. Customer administered a correction bolus to treat bg levels; however, customer did not feel that their bg levels were decreasing in their expected time frame. System check with tandem technical support indicated pump was performing as intended. Customer indicated that their bg level had decreased to 168 (mg/dl) by the end of the call with tandem technical support.